Event description:
It was reported that the patient passed away due to multisystem organ failure and infective endocarditis. It was suspected that the infection came from the toe amputation and there is no known allegation from a health care professional that suggests that the death was related to device or device related procedure.